Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update - (2/6/2017) pfs and medical records received. After review of the medical records for MDR reportability, plaintiff claimed physical injury/illness as a result of the pinnacle device, but gave no description of the alleged injury/illness. Revising surgeon indicated left hip pain, with a negative MRI for abnormalities of the hip. Revised for failed left total metal-on-metal hip. During the procedure, noted when entering the joint, "bloody fluid with some particulate debris in it". Also, it was noted that the metal liner had been installed improperly at an angle in the cup, with posterior lateral edge 2-3 mm above the edge of the cup, and the anteromedial being 2-3 mm below the edge, making it extremely difficult to remove. During the process of liner removal, the cup broke loose from the bone first, resulting in an anterior column pelvic fracture. This was repaired utilizing the new acetabular cup with multiple dome screws. Cup, liner and head reported for pain, fracture:intra-op, major, and implant function:other (for improper placement of the liner). The complaint was updated on: 2/15/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.